Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, based on the analysis, the alleged history issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, occlusion alarms occurred. The customer's blood glucose (bg) level was 358 mg/dl. Reportedly, the customer changed the supplies on the pump. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Subsequently, it was reported that the pump history was inaccurate. Reportedly, the customer programmed and delivered two bolus requests but the pump history showed 0 units had been delivered. Due to the bg level decreasing from 358 (mg/dl) to 167 (mg/dl), the customer believed that the requested boluses had been successfully delivered. It was confirmed that the customer continued using the pump for insulin therapy.